Manufacturer narrative:
Multiple attempts were made to follow up with the contact; however, the contact did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels tend to elevate (300's mg/dl) after delivering food boluses. Contact reported that basal delivery was performing as intended but alleged that the bolus delivery was not. During troubleshooting with tandem technical support, systems check was performed and the pump performed as intended. Review of pump history showed no alerts or alarms. Contact confirmed that insulin was observed exiting the end of the tubing during the fill tubing sequence and during bolus delivery. Contact reported that health care provider adjusted carb ratio (B)(6) 2016. Customer treated elevated bg levels using manual injections.